Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician. During evaluation the technician was not able to duplicate the reported problem. The device underwent functional testing including testing the fluid pumps and blood pump, scales, and pressure sensors and no issues were noted. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The most probable cause of the event was determined to be user error (i.e., incorrect installation of the citrate solution) that caused or contributed to the drop in patient calcium level. The cause of the patient¿s death could not be determined. According to prismaflex operator manual, (section 8.5.7, anticoagulation methods, safety system) in case of citrate-calcium anticoagulation therapy a procedure of periodical advisory checkpoints shall be observed during the treatment. This advisory reminds an additional monitoring of patient¿s blood parameter through periodical blood chemical analysis in order to mitigate the risk of calcium over or under-delivery. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) the patient¿s calcium level dropped and the patient subsequently died while connected to the prismaflex machine. After 12 hours of therapy, the ionic calcium level had dropped. The patient was using regiocit for regional citrate anticoagulation, 4% citrate solution. The reporter stated the nurse ¿may have installed a 4% citrate solution on the replacement scale (500ml/h), since a new citrate bag is issued/dispensed from the pharmacy at approximately the same time as the last replacement bag change, and given the prescribed citrate flow rate (200ml/h) only a few would be changed hours later, adding up to a total infusion of 700ml/h of 4% citrate, which would explain the abrupt drop in calcium¿. The reporter suspected a medication error by the nurse. The exact cause of death was not reported nor was it reported if an autopsy was performed. No additional information is available.